Event description:
According to the reporter: the device locked on the tissue. A second device was used to fire next to the locked device at which time, the doctor was able to remove the locked unit.

Manufacturer narrative:
(B)(4).